Manufacturer narrative:
Details of complaint: the customer reported that this unit is turning itself on and off. According to the customer, the unit is displaying multiple ac error messages in the logs. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. The unit was evaluated and the reported issue could not be duplicated. A root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/23/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 07/28/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is turning itself on and off. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is turning itself on and off. According to the customer, the unit is displaying multiple ac error messages in the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit is turning itself on and off. There was no patient injury reported.